Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother called to report a hospitalization due to high blood glucose. The current blood glucose reading is 459 mg/dl. Customer has treated with insulin pump. Customer is thirsty. The blood glucose reading at the time of the event was 212 mg/dl. Diagnosed hyperglycemia. Treated with manual injection. During troubleshooting, time and date are incorrect. Assisted customer with correcting. Programming is correct. Nothing further reported.